Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received a low scan result of 66 mg/dl on the adc device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer was asymptomatic and the caregiver administered 2 teaspoons of nutella and obtained a capillary blood test result of 408 mg/dl on competitor brand meter. The caregiver again administered 14 iu of rapid-acting insulin for treatment. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 1 day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received a low scan result of 66 mg/dl on the adc device. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer was asymptomatic and the caregiver administered 2 teaspoons of nutella and obtained a capillary blood test result of 408 mg/dl on competitor brand meter. The caregiver again administered 14 iu of rapid-acting insulin for treatment. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 1 day. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on applicator and no issues were observed. Applicator had fired correctly. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Additional carbon print was observed. Continuity test was passed, indicating that the observed additional carbon print did not have an impact on sensor functionality.visual inspection has been performed on the sensor pack and no issues were observed. The platform was inspected and no issue were observed. Platform slides up and down. Lid was completely peeled off. Acceptable damage to transition features was observed. Acceptable damage to lock and ramp features was observed and they did not affect platform functioning. Minor damage was observed to guide ribs. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed.an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.all pertinent information available to abbott diabetes care has been submitted.